Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the biopsy channel leaking while the user was handling the device, and water invaded the scope connector, causing abnormality of electronic parts. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for use of the device in an unknown procedure, their evis exera iii bronchovideoscope device produced considerable static on the screen when hooked up to the rest of their setup. The customer believed that there could be moisture inside the scope. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image was confirmed. The following additional findings were also noted: missing data on the exera identification chip, instrument channel leak test failure, bending section cover stretched and adhesive cracked/missing, switches 1 through 4 not working, charge coupled device shrink tube cut, assorted dents, cracks, discolorations, corroded components, low angulation, and water ingress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.